Manufacturer narrative:
Result: timing link.

Event description:
It was reported in a service report that the head right siderail has broken timing link assembly and the siderail would not lock in the upper position. No adverse consequences were reported.